Event description:
It was reported during dialysis catheter placement, the tip of the guide wire allegedly split. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on the use of the guide wire. Therefore, the product labeling will be considered adequate. Investigation summary: one hemostar d/l catheter, two end caps, one tunneler, one introducer needle, one dilator, one guide wire in a guide wire hoop, and one introducer peel-apart sheath with vessel dilator was returned for evaluation. A gross visual evaluation was performed. The investigation is unconfirmed for split guide wire tip, as no fraying or unraveling was identified in the guide wire that was returned with the sample. However, the investigation is confirmed for bent guide wire, as multiple bends were observed in the guide wire near the proximal end. The sample was observed to be bloody. The findings from the sample evaluation are consistent with a deformation caused by compressive stress issue. The definitive root cause could not be determined based upon available information. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device was returned and is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 06/2020).

Event description:
It was reported during dialysis catheter placement, the tip of the guide wire allegedly split. There was no reported patient injury.